Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the outer insulation of the lead was extrinsically breached due to pulling/stretching/overstress. It was noted that the proximal conductor of the lead became extrinsically distorted due to kinking/buckling, the distal end/electrodes of the lead became extrinsically damaged due to pulling/stretching/overstress, the inner insulation of the lead became extrinsically distorted due to kinking/buckling, visual summary analysis of the lead indicated damage at implant and visual summary analysis of the lead indicated stretching. Electrical resistance and cross continuity test results were within specifications. Visual inspection found the outer insulation separation at the electrode ring. The outer insulation separation at the electrode ring due to being extrinsically pulled/ stress/ overstress the lead at implant is likely the cause for the sensing complaint.

Event description:
It was reported that during the lead implant, the surgeon could not find good sense and threshold parameters in bipolar, but in unipolar the measurements were normal. The doctor tried to put the lead in other places but the trouble persisted. It was later reported that the lead tip had kinked during the implant attempt. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).